Event description:
It was reported that the user saw a ¿dosing stopped¿ message on the ilet, which was attributed to the paired glucose sensor reaching end of wear and ceasing to provide data; the user wore a freestyle libre 3 plus sensor that ended overnight, after which the user successfully started a new sensor with expected warmup and pairing. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated dosing until sensor data resumed. Investigation included review of alarm history and user guidance to replace and activate a new sensor. Investigation of this case revealed that dosing stopped because the external cgm sensor had expired, which is consistent with expected behavior when required input data are unavailable. It was concluded, based on previously established findings for similar reports, that the cause was use of an expired sensor leading to loss of cgm input and resultant safety stop of automated dosing.

Manufacturer narrative:
Initial.